Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 33 mg/dl. Customer treated their low blood glucose levels via carb drinks. Customer¿s present blood glucose level was 140 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised auto mode did not suspend insulin delivery even though they went low. Customer advised they changed out their infusion set and that the suspend insulin delivery before going low feature was off.